Event description:
Rt responded to an alarm for low vt on the patient (after already assessing the patient and determining that the cuff was functional (passed mlt)) and noticed that the trach cuff was deflated and was not holding pressure. An emergency trach change was done, and pt was stable post procedure. Test was done on the trach which confirmed ruptured cuff.